Manufacturer narrative:
Concomitant medical products : vedr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and failure to capture at high output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.